Event description:
The patient developed redness with a lot of fluid material and swelling one week post-op. The doctor believes the patient either became infected or rejected the material. The patient was revised two weeks after implant date.